Event description:
The customer stated, that his breeze2 meter was reading high compared to his contour meter. The breeze2 read 339 mg/dl, while the contour read 80 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.